Event description:
A wire was inserted into the right coronary artery (rca) with an aeris ffr wire. Following ffr the wire was removed and post-ffr showed a dissection in the rca. A balloon pump and four stents were required to repair the dissection. The patient was transported to another facility for observation and was discharged 3 days later.

Manufacturer narrative:
The product was not returned. A review of the device history record confirmed that the device was manufactured according to sjm specification. There was no indication the reported event was due to a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.